Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 1,100 mg/dl at time of hospitalization and was given an intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Customer stated insulin did not exit. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, reset error test and self test. No check settings alarm, reset alarm, or memory alarm was noted during testing. An alarm was noted in the history screen for a corrupted history file. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. The insulin pump properly up loaded using care link pro.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.